Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during torqueing.

Event description:
It was reported during a distal radius fracture, the surgeon implanted ar-8952ml-05r 2.4mm 2h l-plate, lot: 105641736, as he was torqueing the screws to secure the plate, the screw went straight through the opening, not locking onto the plate. The plate and screw were removed from the patient. The surgeon inserted ar-18724t-44 lot: 5261914 and a variety of 3 different plates from, another system that was in the to complete the procedure.